Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support and continued to use the existing cartridge for insulin therapy.